Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a gastric bypass the blade broke off. The blade was retrieved. It was not reported how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #: r92935. Investigation summary: the device was returned with the tissue pad detached and returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. Also, it was returned with the cable/connector cut off. In addition, the instrument was received with the blade tip intact and not broken off as reported by the customer. Due to the condition of the device, functional tests could not be performed. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that there was a cracked internal component; the y-link. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.